Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b3, d4, d9, g1, h2, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. However, the complaint for debris found in light guide lens was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, black screen. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. Ess looked at endoscope that worked for a brief moment and then had static in the image. When tested by ess, an error code b30(scope communication error) and incompatible scope error was found. Visual inspection did not show any indication of existing fluid in the lens unit or light guide prong. A leak test was performed with alt-pro which passed. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: fluid invasion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had debris found in the light guide lens unit. The event occurred during inspection for use in an unspecified procedure. There were no reports of patient involvement.